Manufacturer narrative:
Exact date unknown, event occurred in may 2024 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7074841.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and requested an explant of his scs system. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and paddle lead were removed. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were retained by the medical facility.